Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device had damaged locking components, a hole in the hose and worn locking mechanism. The device was noted to have failed the following pre-tests: temperature, hand control, loctite and cable, safety and air pump testing. It was reported in the service order that the device had a broken hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial report that the device failed hand control assessment. Upon complaint review, it was determined that the device did not fail hand control assessment but instead the device failed noise assessment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.